Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the rep was not present for the case. On (B)(6) 2023, the rep was notified of a clip applier that "misfired". According to the hospital contact the misfire "shredded the artery" which resulted in quite a bit of blood loss. The patient is fine. They opened another clip applier that performed well and was used to finish the case. Additional information was received via email on 06apr2023 from [(B)(6)], account manager associate, applied medical "also, I just found out that the clip applier (from sat (B)(6), cer that you helped me with) was accidentally thrown away by housekeeping." Additional information was received via email on 06apr2023 from [(B)(6)], account manager associate, applied medical when asked how the clip applier "shredded the artery" the response was that" the clip advanced before fully deployed and upon placement, it damaged the patient's already '"thin fragile vessels"'. The clip applier was "partially deployed" when the event occurred. "2 clips were dispensed form the 1st clip applier. 7 or 8 clips from the 2nd clip applier (new device that scrub tech handed surgeon)." No bleeding/leaking occurred due to a clip not occluding. "More clips from 2nd device were placed to stop the bleeding". Additional information was received via email on 11apr2023 from [(B)(6)], account manager associate, applied medical when asked if the clip sat securely in the jaws the rep responded "I'm not sure". When asked if the clip sat in the jaws before placing the jaws around the vessel the rep responded "don't know". When asked if the legs of the clip were properly aligned when the clip was closed the rep responded "I didn't see the clip". Product unavailable for return as it was discarded. Patient status: patient is fine. Intervention: "more clips from 2nd device were placed to stop the bleeding".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the patient injury was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the rep was not present for the case. On 03apr2023, the rep was notified of a clip applier that "misfired". According to the hospital contact the misfire "shredded the artery" which resulted in quite a bit of blood loss. The patient is fine. They opened another clip applier that performed well and was used to finish the case. Additional information was received via email on 06apr2023 from [name], account manager associate, applied medical "also, I just found out that the clip applier (from sat 4/1, cer that you helped me with) was accidentally thrown away by housekeeping.". Additional information was received via email on 06apr2023 from [name], account manager associate, applied medical when asked how the clip applier "shredded the artery" the response was that" the clip advanced before fully deployed and upon placement, it damaged the patient's already '"thin fragile vessels"'. The clip applier was "partially deployed" when the event occurred. "2 clips were dispensed form the 1st clip applier. 7 or 8 clips from the 2nd clip applier (new device that scrub tech handed surgeon)." No bleeding/leaking occurred due to a clip not occluding. "More clips from 2nd device were placed to stop the bleeding". Additional information was received via email on 11apr2023 from [name], account manager associate, applied medical when asked if the clip sat securely in the jaws the rep responded "I'm not sure". When asked if the clip sat in the jaws before placing the jaws around the vessel the rep responded "don't know". When asked if the legs of the clip were properly aligned when the clip was closed the rep responded "I didn't see the clip". Product unavailable for return as it was discarded. Patient status: patient is fine. Intervention: "more clips from 2nd device were placed to stop the bleeding".

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.